Event description:
The insert is loose and toggles inside the acetabular cup. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: examination results confirmed the complaint and concluded that this event is design related. Corrective action is being taken.